Event description:
The pt had increased pain in the last few weeks. There was a volume discrepancy present. The arv (actual residual volume) was 16ml and erv (expected residual volume) was 2.5ml. It was decided to have pump replaced due to the fact also that it was nine years old. There was not an alarm present until it was explanted; this may have been a result of the temperature change. The hcp was able to aspirate 2ccs from the catheter. There were some concerns with the connector to the pump being loose. The medication being delivered via the device system was not reported. Additional informational has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.